Event description:
It was reported that pump issued altitude alarm and customer had blood glucose reading of 4.4 at time of even. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.